Manufacturer narrative:
The customer contacted a siemens regional service center (rsc) specialist. The rsc requested the customer to clean the windows, which the customer performed. A siemens field service engineer (fse) was dispatched to the customer's site. The fse replaced the hm wash probes. The fse reviewed the tubing, pump cassettes and alignments for sample probe, reagent probe 1 and 2. The fse performed a precision test on quality control (qc) level 2, resulting within range. A siemens headquarters support center (hsc) reviewed the event. Hsc reviewed the data provided. Hsc found the milli absorbance readings (mau) were low. Hsc performed a system test, resulting within range. Hsc made recommendations for the fse to perform. The fse returned to the customer's site. The fse performed decontamination on the water and chemwash lines. The fse replaced all tubing and wash probes. The fse replaced the mixer from reagent probe 1. The fse replaced the sample arm and mixers motor. The fse checked alignments, which were in specification. Hsc reviewed the data provided after service was performed. Hsc found the instrument was functioning as intended. The issue was addressed when the fse performed decontamination and service. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on two patient samples and a falsely depressed cardiac troponin result was obtained on a dimension rxl max with hm instrument. The initial results were not reported out to the physician(s). The customer repeated same samples on the same dimension rxl max with hm instrument, resulting lower for sample ids: (B)(6) and higher for sample ID (B)(4). The customer repeated sample ID: (B)(6) a second time, resulting lower. The repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.